Event description:
The reporter indicated that the intended rate was 150ml/hr; however, the pump delivered 45ml in 30 min.

Manufacturer narrative:
Lzh pump, infusion, enteral. The testing and investigation results indicate the complaint of under delivery was confirmed, due to a stuttering motor.